Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had a keypad with setup, #1, #4, and #7 keys non functional. Any pt involvement, injury or medical intervention is unk.